Event description:
It was reported via repair work order that the side rail would not latch due to damaged top rail and loose spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.